Event description:
It was reported that during a stapler assisted hemorrhoidectomy (stage iii) procedure, the surgeon reported that the staples didn¿t form properly or failed to form completely upon firing (see single staple component returned). Malformed staples had to be collected and taken out of the anal canal. Failed staple line had to be over sewn. The surgeon reported that firing the device appeared like firing an empty stapler- no force to fire, no washer tone heard. The cutting was normal and the resected hemorrhoids came out in the stapler (doughnut ring approx. 3cm thick). Another like device and different product was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: procedure date was (B)(6) 2015. For completion of the procedure surgeon had over sewn bleeding areas with stitches almost around entire staple line. No further new device had been used.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2015. Batch # l54r04. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.